Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient called for assistance with adjusting his basal rates due to experiencing elevated blood glucose. The patient was assisted in making changes and the call was disconnected before troubleshooting was completed. Upon follow up on the same day, the patient stated that he sometimes experiences air bubbles in the insulin cartridge of the infusion device and he is not always able to prime them from the system. He reported that he does not allow insulin to reach room temperature prior to use and he was advised to do so. The patient was scheduled to receive additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.